Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, after the cartridge was removed from the pump, customer noticed a "bulge" in the cartridge tubing. There was no reported impact to customer's blood glucose. A new cartridge was loaded to address the event.